Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this this right ventricular (rv) lead exhibited an alert for low out of range shock impedances, with measurements recorded as low as approximately 13 ohms, 2 ohms, and 0 ohms, with returns to a baseline of approximately 50 ohms between events. It was noted that prior lead impedance trends had been stable before the abrupt variability was observed. Technical services (ts) reviewed the available data and recommended further evaluation, including an in-clinic follow up and assessment for potential external interference sources. Ts indicated that, if an external interference source is confirmed, continued monitoring may be appropriate; however, if not, a lead integrity issue could be considered. The suspected cause for the observed condition was reported as unknown. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for low out of range shock impedances, with measurements recorded as low as approximately 13 ohms, 2 ohms, and 0 ohms, with returns to a baseline of approximately 50 ohms between events. It was noted that prior lead impedance trends had been stable before the abrupt variability was observed. Technical services (ts) reviewed the available data and recommended further evaluation, including an in-clinic follow up and assessment for potential external interference sources. Ts indicated that, if an external interference source is confirmed, continued monitoring may be appropriate; however, if not, a lead integrity issue could be considered. The suspected cause for the observed condition was reported as unknown. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient was evaluated in clinic following the initial report and no cause for the low impedance was identified. It was further reported that the patient would follow up with the electrophysiologist to discuss ongoing monitoring and potential replacement options. The issue remained under clinical evaluation at the time of reporting. Additional information was received indicating that in-clinic testing reproduced low shock impedance measurements during range of motion maneuvers and pocket manipulation, including a 0-ohm measurement. Review of shock impedance breakdown measurements demonstrated low impedance values in certain shock vectors. Based on these findings, the possibility of a header or seal related issue was discussed; however, no root cause was confirmed. Ts reviewed the findings and noted that a true 0-ohm measurement would be difficult to obtain and that electromagnetic interference (emi) remained a possible cause. Ts recommended further investigation for potential emi sources, including review of any newly implanted devices or body-worn appliances. Additional evaluation, including x-ray review of lead integrity and shock impedance vector breakdown assessment, was recommended. In the meantime, reprogramming adjustments were performed and daily measurements were planned for continued monitoring. The patient was scheduled for additional lead testing and possible defibrillation threshold (dft) testing. Ts further recommended performing a commanded shock prior to any dft testing to assess for potential lead short fault codes. As of the time of reporting, dft testing had not been confirmed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.